Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling procedure performed on (B)(6) 2010. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the physician successfully loaded and implanted the first side of the device. After implanting the second side, the carrier on the first side dislodged from tissue. After the physician attempted to re-implant the carrier into the first side, the mesh detached from the mesh carrier. The carrier remained implanted inside the tissue. At this point the mesh detached from the other carrier as well. Both sides of the mesh were reported to have pulled out of the mesh carrier and not to have torn or ripped. Both carriers were left in the patient. It was also reported that the patient's anatomy was challenging. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".